Event description:
A patient reported that they were unable to test on their meter. The patient was feeling tired, weak, and hungry. The meter allegedly would only prompt the clean test area message. The meter was cleaned during the call. The issue was not resolved. There was no medical intervention. No treatment given. No further information has been reported.